Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call high blood glucose and no delivery. The customer's blood glucose was 466mg/dl at the time of incident. Customer is experiencing high blood glucose, is currently on temporary basal, and has a cold. Trouble shooting was performed and found no delivery alarm. Advise to disconnect and assisted customer in performing a 5.0 unit fixed prime. Customer states the insulin exited. Customer is unable to remove set at this time to test site portion of infusion set. Advised to change infusion set. Customer decline to trouble shoot for the high blood glucose. The insulin pump will not be returned for analysis.